Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician was unable to advance a ruby coil through the microcatheter against resistance. This occurred with four ruby coils, each becoming stuck in a separate microcatheter. Some of the ruby coils unintentionally detached within the microcatheter and were removed with the microcatheter. The physician is unsure which and how many ruby coils unintentionally detached. The procedure successfully continued with a new ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00289, 00290, and 00292. The hospital discarded the device.